Event description:
On (B) (6), 2010, the lay-user/pt contacted lifescan (lfs) alleging a calcoding issue with a one touch ultra 2 meter. The medical surveillance specialist (mss) spoke to the pt on (B) (6), 2010, and was able to obtain/verify info. The pt manages her diabetes with an unk type of insulin. She tests her blood glucose 3 times a day. The pt informed the mss that she called lfs on (B) (6), 2010, because she felt as though the meter was reading inaccurately high. The pt indicated that the alleged issue started on (B) (6), 2010, at an unspecified time. Due to the getting unspecified higher than normal readings, the pt started administering self-care by taking extra insulin. On an unspecified date/time a few days after the alleged issue began, the pt claimed that she developed symptoms of shakiness and could barely move after taking extra insulin based on a meter reading. The pt administered self-treatment by eating food which helped to relieve her symptoms. The pt could not recall what meter readings she obtained before and after the symptoms developed. She also could not remember what insulin she took or what dosage she self-administered. The pt denied that her blood glucose was tested on another device during the time of concern. The pt claimed that while speaking to the customer service rep (csr) on (B) (6), 2010, she realized that her meter was not coded correctly. The pt declined to have her products replaced after the csr walked her through coding the meter. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after taking extra insulin based on a meter reading.